Manufacturer narrative:
Evaluation and functional testing of the AED determined that the device operated as intended when a known-good battery was installed and a manual self-test was performed. The AED successfully powered on and completed internal diagnostics without error. Evaluation of the battery pack associated with this complaint confirmed that the battery was depleted. However, the root cause of the battery depletion could not be determined based on the available evidence.

Event description:
An international distributor reported their customer's AED was rapidly depleting battery packs. They reported that this did not occur during patient use.